Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient has been a non-use of the device for approximately seven years. The patient was seen for a wound over the receiver/stimulator site, subsequently exposing the receiver/stimulator. The device was explanted on (B)(6)2013; the patient has no intentions of being reimplanted as of the date of this report, (B)(4) 2013.